Event description:
It was reported that during a gastric bapass r-n-y procedure, the doctor indicated that they were firing the 3rd fire with this instrument when the misfire occurred. They were on their first fire across the stomach. They fired the instrument and said it felt weird. After removing the endo cutter, they noticed that the staple line was coming aprat at both the distal and proximal end of the staple line. They then used suture to reinforce the staple line. At this point the doctor went to remove the "bad" staple line and inspected the tissue. They noticed that the staples were not forming perfect "b's". They have provided me with the original device, reload, and tissue sample with the staple line for inspection. No patient consequence. Case completed with another device of the same product code. On return device.